Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer was receiving carryover flags when using the elecsys hcg + beta test system (hcg+b) assay on the cobas e 411 immunoassay analyzer. The flags began suddenly. On (B)(6) 2017, the customer obtained an hcg+b result for one adult patient sample of 224 miu/ml with a data flag. It is unknown whether this or subsequent diagnostic results were released outside of the laboratory. On (B)(6) 2017, a new sample was taken which yielded a questionable low result of 0.836 miu/ml. This result did not match the patient's previous result, so the sample was repeated. The repeat results were 505.0 miu/ml and 499.1 miu/ml. Both results had data flags. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 210151 with an expiration date of may 2018. Calibration and qc were acceptable. The field service representative (fsr) inspected the instrument and found no issues; maintenance had been performed properly. He inspected the primary sample tube and saw traces of gel on the side of the tube. The tube was within its expiration date. On (B)(6) 2017, the fsr repeated the original sample in a sample cup to see if the issue would recur. The result was 601.0 miu/ml. He then repeated from the primary sample tube with a result of 591.3 miu/ml. Both results had data flags. These results were not released outside of the laboratory. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. Possible root causes for this event may be sample quality and insufficient maintenance. The most likely root cause was the gel contamination on the side of the sample tube. The customer was asked to ensure proper storage and condition of the tubes prior to testing patient samples.